Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-26. H.6. Investigation summary: two photos and one loose safetyglide needle assembly was received and evaluated. It appeared the assembly was manipulated as there was dried yellow particulate present on the hub and safety shield. It was observed there was no cannula present inside the hub, which was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the assembly line, epoxy was not applied to the needle hub. No corrective action is necessary. Batch 0002424 is considered in compliance with our product specification requirements.

Event description:
It was reported that needle sftygld 18x1-1/2 rb broke. This was discovered after use. The following information was provided by the initial reporter: broken needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 18x1-1/2 rb broke. This was discovered after use. The following information was provided by the initial reporter: broken needle.